Event description:
Information was received from a health care provider (hcp) regarding an unknown patient who was implanted with a neurostimulator. It was reported that there was a recent situation where the implantable neurostimulator (ins) depleted in 30 hours; the full charge was not lasting more than a day. No symptoms were reported.